Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was receiving periodic shocks. The impedances were checked. Contacts 2 and 3 had low impedances at .7 and 3.0, 148 and 149. Since the battery change in (B)(6), the patient has reported these intermittent shocks. An additional program was created for the patient using case and 0 on (B)(6) 2018 to work around the contacts believed to have a short. The patient was to see a neurologist in may for follow up. The issue was resolved at the time of the report. No further complications were reported as a result of this event.